Event description:
It was reported that the patient underwent a stenting procedure to treat a target lesion in the moderately tortuous and heavily calcified right coronary artery (rca). In a direct stenting procedure, the 3.5 x 28 mm xience xpedition stent was deployed at the target lesion; however, post deployment, it was noted that the results were sub-optimal and the stent was not fully apposed to the vessel wall. A 4.0 x 12 mm trek dilatation catheter was inflated at the stented lesion, but was unable to expand the stent, due to the heavy calcification. The dilatation catheter was removed without resistance and the balloon was noted to be damaged, but not ruptured. A 4.5 x 08 mm nc trek dilatation catheter was advanced to the site. The balloon was inflated and was able to expand the stent. However, upon deflation, the balloon caught on the stent and the vessel calcification. The device was difficult to remove and force was applied. The balloon segment of the dilatation catheter separated in the proximal rca. Attempts were made to remove the separated segment using crossed guide wires as a pulley-type device; however, the separated segment remains in the anatomy. Following the procedure, troponin levels were elevated and the patient received 4 units of blood for an unspecified reason. No additional intervention was scheduled to remove the separated segment. The patient has been discharged to home. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, additional information received: the patient received 4 units of blood due to the elevated troponin levels. The separated segment of the nc trek dilatation catheter was embedded in calcification and covered with an unspecified stent. Reportedly, the force applied to remove the nc trek dilatation catheter stretched the device and caused the separation. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to deploy from this lot. Based on the reviewed information, no product deficiency was identified. The nc trek device is filed under a separate medwatch report.

Manufacturer narrative:
(B)(4).